Event description:
Result of 169 mg/dl with a lifescan meter and 107 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strip vial was cracked.